Event description:
It was reported that the procedure was to treat a lesion in the lower limb. Balloon angioplasty was performed. The 6.0x150mm absolute pro ll self-expanding stent system (sess) was advanced, however, the thumbwheel got stuck in the middle of releasing the stent. The partially released stent was removed together with the sheath. Tissue damage was noted upon removal. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
B3 - date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the lower limb. Balloon angioplasty was performed. The 6.0x150mm absolute pro ll self-expanding stent system (sess) was advanced, however, the thumbwheel got stuck in the middle of releasing the stent. The partially released stent was removed together with the sheath. Tissue damage was noted upon removal. There was a clinically significant delay in the procedure. Returned device analysis identified that the distal portion of the stent was stretched, bent and broken. The tip was separated distal to the proximal marker band and was not returned. The distal end of the jacket stabilizer was returned torn and with exposed inner braiding. The jacket was separated (not in two pieces) distal to the strain relief. The separated portion was torn and exposed the inner braiding. The outer member was separated from the luer. The separated portion remained on the luer hypotube and was also returned with exposed inner braiding. Follow-up with the site confirmed the tip separated during the procedure, inside the anatomy but was simply removed inside the sheath. This occurred when the stent was released. The stent and the core of the delivery system broke during the procedure. Nothing remains in the patient. There was no intervention performed. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation-tip, the reported break-stent and the reported mechanical jam were able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. The reported event stated that the 6.0 x 150 mm absolute pro ll sess did not fully deploy during the procedure. The images provided show a partially deployed stent within the body and after removal. Tissue is noted within the stent upon removal. The probable cause is attributed to a thumb wheel malfunction. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal shaft was bent by the anatomy preventing the shaft lumens from moving freely, resulting in resistance with the thumbwheel/ mechanical jam and the reported difficulty deploying the stent/ activation failure. Manipulation of the device in conjunction with inadvertent mishandling during attempts to deploy the stent and/or device removal resulted in the reported stent break/noted stent stretched/bent/broken, the reported/noted tip material separation, and the noted multiple device damages (sheath wrinkled/ smashed/ bunched/ drag marks, jacket stabilizer torn/bunched/ multiple bends and kinks, jacket separated, strain relief smashed, outer member separated). As reported, tissue damage was noted upon removal. Although the difficulties encountered appear to be related to procedural circumstances, on may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.b5 - describe event or problem: updated h6: medical device problem codes 1562 and 1069 added.